Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Manufacturer narrative:
Corrections: the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09/18/2019 to the present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200298229 for latch spring cut too short which does not correlate to the customer reported issue.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.